Manufacturer narrative:
Section h10: (h3) pending evaluation: (d10) concomitant device(s): 4747422 - 02-010-01-0220 - logic femoral ps cem left sz 2. 2435868 - 02-012-44-2009 - logic tibia implant psc insert, sz 2, 9mm. 4712691 - 02-012-45-2010 - lgc tibial fit tray cem sz 2f / 1t. 4762466 - 200-02-32 - three peg patella 32mm. 4827052 - 204-34-02 - fluted stem extension 25l x 14 mm. 4830387 - 204-70-00 - tibial stem ext. Screw.

Event description:
As reported, approximately 6.5 years post op initial left tka, this 50 y/o female patient was revised. Revised do to recall, femoral and liner revision. Patient was last known to be in stable condition following the event. Product not returning - lawyer recall.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: a, b, c, d, e, g the revision reported was likely the result of prosthesis wear and inclusion of the polyethylene in the packaging recall. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, inclusion of the polyethylene in the packaging recall or any combination of these possibilities. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.